Event description:
It was reported the patient underwent a shoulder revision approximately 3 years post-implantation due to failure of the glenoid component with associated bone loss, osteolysis, and metallosis. Subsequently, metallosis was attributed to contact between the humeral head and the screw set on the glenoid component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) d10: concomitant medical products: desc: humeral head 50-18; item: 01.04555.500; lot: s3062044, desc: modular post tm; item: sagp0002; lot: s65378357, desc: 3 peg mod glen sz 5; item: sagl2035; lot: s64913579. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.